Manufacturer narrative:
The device was not available be returned for evaluation as it remains in the patient. The imaging provided shows a portion of a k-wire located along the distal tip of the screw. It is possible that forceful insertion contributed to the fracture. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a k-wire tip broke and remains in patient.